Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons were sticking. Customer also mentioned that the backlight was not working properly. Customer was advised to monitor the pump. Customer was disconnected. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.